Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the moderately calcified left anterior descending artery. The physician advanced the 2.0x15mm apex balloon to the lesion to predilate and inflated the balloon to 8atms and the balloon ruptured. The procedure was completed with another 2.0x15mm apex balloon. No complications were reported and patient status is stable.

Event description:
It was further reported that access was obtained through the radial artery. The de novo lesion was 70% stenotic and located in the mildly tortuous mid lad. The balloon ruptured as soon as it reached 8atms on the first inflation. The device was removed intact. The procedure was completed with the deployment of a 2.75x24mm promus element which was post dilated with a 3.0x15mm quantum apex balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the balloon did not identify any tears in the balloon material. However, when the device was inflated with an encore device a pinhole leak was identified in the balloon over the distal edge of the proximal markerband. Microscopic examination of the balloon material and markerband did not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).